Event description:
A revision surgery to explant sternalock blu products was reported, the reason for the revision is unknown. There is no return for this file as the implants are in pathology and are being evaluated then the patient has requested them.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.file two of four for the same event.

Manufacturer narrative:
Corrected based on the receipt of additional information. The reason for the revision is due to the plates breaking; the package insert for this product states migration, bending, fracture or loosening of the implant are possible adverse effects.

Event description:
Additional information was received from the distributor on (B)(6) 2014, the revision was performed on (B)(6) 2014 due to the plates breaking.